Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind. The insulin pump had not been exposed to a strong magnetic field. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus and or basal delivery. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and it was found to be slightly loose. The device had cracked case at display window corners, cracked reservoir tube lip, and minor scratches on display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.